Manufacturer narrative:
Additional information: b5, d10, e1, f10/h6: medical device problem codes (update a0501 to a1203 to better capture event), h6 (update codes), h11. B5: the luer disconnected from the catheter. The device contained fluorouracil. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of an unspecified elastomeric pump disconnected and leaked. This was observed during use. The device contained chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.